Manufacturer narrative:
Patient demographics were not provided. No parts were returned to the manufacturer as when the medtronic instruments were used as intended, there was no inaccuracy alleged. System functioning normally.

Event description:
A medtronic representative reported an alleged inaccuracy that occurred during a spine fusion procedure when depuy instruments were being used with medtronic suretrak trackers. A dupuy tap was used with the silver suretrak and a dupuy driver used with orange suretrak. They both calibrated fine, but accuracy was never confirmed by the user. When the driver was used, it was inaccurate in the inferior direction. The customer was able to calibrate again and that seemed to resolve the issue. The suretrak trackers were being mounted to an arm built on to the depuy instrument directly and not being used with medtronic clamps. An orange navlock was used as intended during the surgery, and it's accuracy was consistent throughout. No harm to the patient was reported.